Event description:
An untimely shutdown of the pump was reported by a customer. There was no reported impact to the customer's blood glucose level. The pump was returned for inspection, and it was found to start and be recognized by a computer when tested. The distributor arranged for the customer to receive a replacement pump.